Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is finished.

Event description:
The customer stated that his acuity centralized patient monitoring system was at a screen prompting "press ctrl-d or give root password for maintenance." W/a technical support walked the customer through running a fsck -y command and this was showing numerous errors that appear to be a hard disk failure. This resulted in a loss of centralized monitoring, however, bedside monitoring was not affected. There was no report of any pt harm as a result of the reported event. Note 1 for block a: the customer did not provide any pt info.